Event description:
It was reported that the patient underwent surgery on (B)(6) 2002 and mesh were implanted and on (B)(6) 2005 and mesh was implanted into the patient¿s body. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2002 and mesh was implanted. It was reported that following insertion the patient experienced infections, dyspareunia, corrective surgery and vaginal scarring. It was reported that the patient underwent mesh removal/revision on (B)(6) 2005 due to erosion and implantation of another mesh and boston scientific anchor bone vesica.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to pelvic pain. It was reported that the patient underwent mesh excision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.